Event description:
A malfunction alarm occurred with the customer's pump during pumping. The customer declined to provide information about whether their blood glucose level exceeded 500 mg/dl, so no impact was reported. Despite technical support assisting with loading a new cartridge, the pump continued to show an alarm. As a result, technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections as a backup. The customer was also provided with instructions on returning the faulty pump.